Event description:
Dr was midway through a uterine fibroid resection whene electrode loop broke off in pt. He was able to see the broken piece and grasped it with a forceps; when he removed the forceps, the loop was no longer there. He x-rayed pt, but could not spot it again. Dr did not believe the risk was worth converting to an open procedure to retrieve the broken loop, so he left it in the pt. Dr replaced loop electrode and completed the procedure; there was no adverse effect to pt. Pt condition post-op was stable. Dr is not rescheduling a procedure to find the loop; he is leaving it unless any complications arise.